Event description:
Complainant alleged the device failed to discharge while treating a pt. There was no adverse affect to the pt.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.